Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. Review of the device image noted several errors, consistent with being caused by a parity error. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found. The cause of the reset was a parity error.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the device longevity had depleted faster than expected before the device was explanted. The patient was not experiencing any pain or discomfort at that point.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to a vibratory patient notifier due to backup vvi. A device reset was successfully performed until further review could assess the amount of nmi interrupts had occurred. The device was explanted and replaced.